Event description:
It was reported that the device had early battery depletion. Device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed the device lasted 27% of its expected longevity. However, both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Analysis of the battery found no evidence of an internal short or other cause of high internal current drain. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.